Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was kinked. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the alaris tubing sets will sometimes kink where it connects to the manifold. Occasionally, it will kink to the degree that the alaris pump detects a downstream occlusion.

Manufacturer narrative:
Four pictures were taken by the customer. Two of the pictures were of the sample model and lot number. Two photos confirm the tubing kink and the customer complaint was verified. A quality notification was sent to the manufacturer. From the manufacturer's investigation, it was not possible to identify the root cause. This condition could be related to an excess of solvent in the engagement and/or incorrect coiling. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.